Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from october 24, 2019 - october 28, 2019. H10: the actual device was not available; however, a video and photograph of the sample was provided for evaluation. The video and photos of the sample did not clearly show evidence of a rupture. Therefore, the reported issue of rupture could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor burst during preparation, prior to patient use. There was no patient involvement. No additional information is available.